Manufacturer narrative:
Product complaint # (B)(4). Initial reporter is j&j company representative. Without a lot number, the device history records review could not be completed as no product was received. Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a drill broke during a procedure, without causing harm to the patient. This report is one (1) 1.5mm drill bit/mini qc with 6mm stop/44.5mm. This report is 1 of 1 for (B)(4).